Event description:
It was reported that a patient experienced peritonitis, sepsis, and septic shock coincident with peritoneal dialysis therapy, and the patient subsequently died. The patient manifested diarrhea, abdominal pain, and ¿not feeling good¿ the night prior to the event. The following morning the patient was found unresponsive (also a manifestation to the event) while connected to the cycler. That same day, the patient was hospitalized. During hospitalization the patient manifested a fever related to the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient experienced sepsis and septic shock. Four days after the event onset, the patient passed away. The patient had not recovered from the peritonitis event prior to death. The cause of death was reported due to sepsis, peritonitis and other unrelated medical conditions; however, it was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.